Event description:
Pt attempted to exchange controller but became unconscious. Pt's wife attempted to change controller without success. Ems called-pt taken to ER unresponsive. CPR initiated but unsuccessful.